Event description:
It was reported that there was a precharge error on bootup. This error will likely prevent the system from booting. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge rep evaluated the system and replaced the batteries. The system operates as intended.